Event description:
It was reported that an occlusion alarm occurred. Subsequently, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm and occlusion alarm were cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer was able to load a new cartridge successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.